Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that he had an unknown issue with an unknown meter. The complaint was classified based on customer care advocate (cca) documentation as the patient could not be contacted to obtain further information as did not leave any contact details and was unable to complete troubleshooting questions. The patient could not specify when the meter issue occurred. It is unknown what medications, if any, the patient takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient did not report that he felt his blood sugar ¿was high and low¿ and he called the emergency medical services who treated him with food or drink. During the call the cca was unable to troubleshoot the issue with the patient. The product was requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.